Event description:
The plate cutter was not working properly during a case. There was no adverse effects to the patient.

Manufacturer narrative:
All these observations show that on one hand the root cause of the failure was insufficient cleaning and maintenance, leading to pitting corrosion and stress crack corrosion of the instrument. On the other hand, the deformations on the blades are attributed to inappropriate cutting. Indications for material or manufacturing related failures were not found in the investigation. Due to the above mentioned reasons, the complaint issue can be considered as not device related.